Event description:
Reporter alleged obtaining discrepant blood glucose results of 215 mg/dl, 189 mg/dl, and 218 mg/dl on the inform system compared back to back with a result of 113 mg/dl on the hospital's freestyle system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.